Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas from the batch are not sticking down properly. No adverse event reported. Will request return of the alleged device upon customer return from holiday.